Manufacturer narrative:
The device was received for evaluation. During functional testing, the device not recognizing closed door was confirmed. A review of the event history log (ehl) identified "shut door - power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower link switch not functioning as intended. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump didn't recognize a closed door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.